Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid and bupivacaine at concentrations of 5.0 mg/ml, 40.0 mg/ml and doses of 0.7693 mg/day, 6.155 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient contacted the clinic on (B)(6) 2016 and reported pus pockets at the pump site starting on (B)(6) 2016. The next day the patient presented to the clinic and also reported redness, swelling, and fluid at the pump site. The primary car physician started the patient on keflex and order labs. The patient was examined on (B)(6) 2016 and revealed the site continued to appear irritated and infected despite course of keflex. The patient was administered clindamycin and bactrim ds on (B)(6) 2016. On (B)(6) 2016 the patient was again examined and persistent fluid form the site was noted. The patient reported increased fluid accumulation around the pump (already existing secondary to previously reported pump pocket irritation) following ptm activations on (B)(6) 2017. No further diagnostics or interventions regarding the fluid around the pump following ptm activations were performed and the issue was unresolved with no further actions planned. It was indicated the fluid around the pump following ptm activations was related to the device or therapy. It was indicated the pump pocket irritation was related to the implant procedure. On (B)(6) 2017 the patient had a pump pocket revision. The pre-operative diagnosis was noted as pump pocket wound irritation and the post-operative diagnosis was the same with local reaction to silastic pouch at medial border incision. The operative note indicated that there was no signs of infection present. The issue resolved without sequelae on (B)(6) 2017.